Event description:
It was reported that upon interrogation of the device a por (power on reset) was noted. The por was cleared and the device remains in use. It was also reported that the atrial lead had high impedances. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154atg implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2006. (B)(4).